Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29april2019. The customer troubleshot with technical support. The customer was unable to duplicate the reported issue. The customer stated that the central processing unit was swapped into another unit and was reading the error log from a different ventilator. The customer was provided with the current service manual revision.

Event description:
It was reported that the ventilator generated an air valve liftoff failure error code from july to present. No patient harm reported. Event date not specified: estimate used.